Event description:
It was reported that intermittent cartridge alarms occurred (alarm 30) during basal delivery with multiple cartridges. There was no adverse impact to customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.